Event description:
It was reported that the patient experienced hypoglycemia while using the ilet bionic pancreas on the first night of pump use; the lowest cgm reading was 53 mg/dl on a g7 sensor, and the episode lasted about 30 minutes before trending upward after carbohydrate treatment with approximately 15 g of raisins. Symptoms included low blood glucose requiring oral carbohydrate intake. Outcomes included resolution of the hypoglycemia without alerts or alarms reported and without hospitalization. Investigation included troubleshooting and education regarding management of low glucose during early pump use. Investigation of this case revealed no device alarms or malfunctions and no device component issues reported, with the event attributed to cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial